Event description:
Revision right hip performed on (B)(6) 2014. Charnley stem and cup were explanted (product details not available/ photos are available). Reason for revision: osteolysis and loosening. No details available from primary surgery (performed approx 30 yrs ago). Pre-operative x-ray available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.